Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received two shocks which appeared to be due to oversensed noise. Two codes were displayed on interrogation indicating a long charge time had occurred as well as a charge time out. Review of device data found over 100 inappropriate shocks had been delivered. Large t-waves along with low r-waves were noted. The shock impedance measurements were observed to be between 9 and 11 ohms. Review of the electrode position found it may be somewhat left lateral, however it was not known if this was the original position of the electrode or if it had moved. There was a concern the position of the electrode could be causing oversensing with postural changes. Therapy was programmed off pending device replacement. An invasive procedure was performed and this device was explanted. A new device was successfully implanted with the pocket moved slightly superior. This chronic electrode remains in service with low, but acceptable, shock impedance measurements. No additional adverse patient effects were reported.